Event description:
When the maxi ld 7f 15x4 110cm was removed from the package, it was noted that the marker band was out of place. The marker was on the proximal side of the balloon catheter. There was no damage noted to the packaging or pouch, and there were no other anomalies noted with the product. The product was not clinically used.

Manufacturer narrative:
The product was returned. A non sterile maxi 15 mm x 4 cm was received. The balloon appears as if it had been inflated and deflated, it had some residues of inflation media in it. The marker bands were together on the distal section of the balloon, residues of glue were not observed on the inner body. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported marker band out of position was confirmed. It is likely that a lack of glue during the assembly of the marker band could have caused this failure. A risk analysis was opened to address this kind of failure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.